Event description:
Per report received from germany- edwards received notification of a pascal precision ace in mitral position where during the procedure, the implant got stuck in chords. The clasps were functioning properly during device prep. The first implant got stuck in the lateral chords and had to be moved medial. It was moved (maybe under tension) and suddenly a clasp was rotated and the implant completely twisted. It was needed to bailout the implant. The implant was retrieved, and the retention elements were in the guide sheath tip. The implant handle was moved forward, and the retention elements were free. Because of the new angle of the clasp, it was not possible at this point to retrieve the implant. The device was closed and opened again and moved the clasps up and down to facilitate the bailout. The guide sheath was replaced after this maneuver and the procedure was finished successfully with another ace device. The event is being reported because upon device return to edwards for an evaluation, a damaged guide sheath tip with a separated piece attached to the pascal implant was found. Even though there was no reported adverse event for the patient, the potential for fragment embolization is not remote.

Manufacturer narrative:
B2: other serious- even though there was no reported adverse event for the patient, the potential for fragment embolization is not remote. This is a combined initial + final report which includes the investigation findings below. The complaint for implant unable to be retrieved into sheath resulting in tissue damage during retrieval was confirmed with objective evidence of the returned device. Evaluation of the returned device confirmed there was damage on the guide sheath soft tip. The damaged pieces of the soft tip were located on the implant retention elements and paddles. The complaint was confirmed, but no manufacturing non-conformities were found on the returned sample at this time. Per the event reported, the implant got stuck in lateral chords and had to be moved to medial. Movements were likely done under tension due to the sudden movement of the clasps. There was rotated and the implant was completely twisted requiring a bailout. As the implant was retrieved the retention elements were engaged with the guide sheath soft tip. Possible contributing factors are procedural related factors due to chordal engagement leading to difficulty maneuvering the implant delivery system due to tension. This led to pulling the implant into the guide sheath to cause the retention elements of the implant to engage on the gs soft tip. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.